Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the experienced hyperglycemia. The customer blood glucose level was 500 mg/dl and corrected with insulin pen. Customer also stated that insulin pump received multiple events of no delivery alarms during bolus. The insulin pump will not be returned for analysis.